Event description:
The customer reported the coulter lh 500 hematology analyzer leaked less than 10 ml of blood. The customer stated that the instrument generated incomplete tube forward errors. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The customer was wearing gloves, goggles and lab coat. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer was dispatched to assess the instrument. The fse found the piercer needle not draining after backwash. The fse replaced actuators pv20, pv21, and pv22 that were sticking to resolve the reported event. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).